Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited out of range intrinsic amplitude measurements and high out of range pacing impedance measurements greater than 2,000 ohms. Out of range measurements were unable to be recreated in clinic. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.